Event description:
It was reported that the pump is not turning on. It has been charged up but the screen is blank and the red light on top lit and the machine doesn't work. No procedure was being performed. No patient involved.

Manufacturer narrative:
H3, h6: the device intended for use in treatment was returned for evaluation, establishing a relationship between the event reported and the device. Visual inspection of the returned device noted cracked lower and upper casing with lose components inside the device. Functional evaluation revealed that the lcd shows dots and lines when the device was turned on. The lcd also shows dots and lines when the dc jack was plugged into the device. Further investigation after opening the device revealed that the control board is faulty. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Root cause is a component failure. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.